Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they to hit button twice sometimes to get the priming process started. Customer's blood glucose level was unknown. Customer stated that when she got battery alert of low battery she had to change immediately because battery will die in 1 hour or less, so customer did not had long enough warning. Customer informed that the transmitter sensor reading was not accurate at times and shuts off insulin pump when it was not needed and they had two loss sensor alerts last week. Insulin pump will not be returned for analysis.